Event description:
Reporter alleged obtaining a discrepant blood glucose result of 120 mg/dl on advantage system 1 compared back to back with a result of hi (greater than 600 mg/dl) on advantage system 2 when testing was performed less than 10 minutes apart. Reporter indicated that he was experiencing some hyperglycemic symptoms during the time of the 120 mg/dl result. Reporter stated that he self-treated by eating a sandwich and apple. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot # 550502, expiration date 04/30/09).